Event description:
It was reported that while using a Hollister VaPro Pocket Intermittent Catheter, the patient experienced difficulty inserting the catheter due to significant resistance, pain, irritation and possible injury resulting in discontinuation of catheterization. It was also reported that some catheters appeared bent, damaged, or broken within the packaging. It was also reported that the end user experienced UTIs. No further details regarding the reported issues were provided.

Manufacturer narrative:
A Device History Record (DHR) and sterilization record review were completed and no adverse trends identified. All records reviewed were found to be complete and accurate, there were no adverse trends observed. Based on the information available at this time, a causal relationship between the device and the reported event has not been established. No root cause has been determined.